Manufacturer narrative:
Device display properly. No missing segment/partial display anomaly noted during testing. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. Device had minor scratched lcd window, cracked battery tube threads, stripped battery cap coin slot.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had scratches on screen that hinder view of screen. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the insulin pump had dints in battery cap, diminished battery life, reject brand new battery. The insulin pump will not be returned for analysis.